Event description:
A doctor was performing a routine dental procedure when the lens heat shield/holder fell off the light and struck the patient on the chin causing a first degree burn to the patient's chin.

Manufacturer narrative:
The lens heat shield/holder from the dental light has three screws that tighten up the latching mechanism which locks the lens heat shield/cover into place. The office reported these screws were loose. This was due to either improper installation or improper maintenance. As a result the lens heat shield/cover may not be able to be re-installed properly during routine maintenance of the dental light. The lens heat shield/cover has to be removed by the end user when cleaning the lens or replacing the halogen bulb during routine maintenance. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place.